Manufacturer narrative:
The patient¿s age was reported to be ¿(B)(6)¿. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy pd effluent. The cause of the breach in aseptic technique was further described as due to a touch contamination. The patient was hospitalized for the event. On an unreported date in the same month as hospitalization, the patient began treatment for the peritonitis with an unspecified antibiotic (dose, frequency, and route was not reported). On an unreported date, during hospitalization, the patient was retrained on proper connect/disconnect and aseptic procedures. Two weeks after being admitted to the hospital, the peritonitis was resolved. Three days later, the patient was scheduled to be discharged from the hospital. At the time of this report, the antibiotic treatment and dianeal/extraneal therapies were ongoing. No additional information is available.